Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue occurred, and the procedure was delayed, and the procedure was completed by making the patient wait. The philips field service engineer (fse) confirmed that unable to perform x-ray. Upon troubleshooting, fse found that system was unable to perform x-ray. To resolve the issue, fse recreated image hdd. After recreated image hdd, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.